Event description:
A customer reported that a coulter ac-t diff 2 analyzer generated hemoglobin (hgb) and hematocrit (hct) results which were not correlating on multiple patient samples. The customer felt that the hct results were too low. The customer provided printouts from five different patients to demonstrate that the hgb & hct (h&h) results were not matching, however corresponding corrected results were not provided. Therefore it was impossible to determine what, if any, of the patients' hgb and/or hct results were erroneous. None of the provided patient h&h results had instrument generated flags. The hgb and hct results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Controls were executed before the incident and were within the expected range. The instrument is currently performing within quality control specifications with respect to controls and reproducibility. The specimens were collected in ethylenediaminetetraacetic acid tubes and tested within fifteen minutes of collection. Other differential patient results were provided but were not questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the hgb sensor and the white blood cell bath assembly and manually adjusted the red blood cell, mean corpuscular volume, hgb, and mean platelet volume calibrations to resolve the h&h discrepancy. Follow-up discussion with the customer indicated that service had resolved the issue. Upon completion of the necessary and verified repairs, the instrument was returned back into operation.